Manufacturer narrative:
The device was received for evaluation. The report of catheter body issue was confirmed. As received, catheter was found completely broken at proximal windings. Cross surfaces appeared to match up at the broken region. Proximal windings were unraveled at the broken region. No other visible damage was noticed from balloon. Lab findings were aligned with customer provided photo. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Further investigation was performed at the manufacturing site. Based on the available information it cannot be confirmed that this complaint is associated to a manufacturing or design defect. As part of the manufacturing process, the units go through a catheter body, balloon, and balloon windings visual inspection, and a balloon inflation inspection process. The IFU was reviewed and it indicates that "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter".

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, the tip of this fogarty embolectomy catheter broke off and separated from the catheter body. No further information was available but an image was provided. Patient demographics unable to be obtained. There was no allegation of patient injury. The device was available for evaluation.